Event description:
It was reported that the ambulance was transporting 3 automobile accident victims when it was involved in a 2 car rollover accident. Reportedly, the cot disengaged from the cot fastener during the accident. The driver of the other car was cited by the police. One of the victims of the original accident reportedly sustained a liver laceration. It was reported that one of the emt's sustained bruising, a shoulder injury and a concussion from hitting the grab bar on the ceiling of the ambulance. It could not be determined if the initial accident victims sustained additional injury as a result of the rollover.